Event description:
During a "hip" procedure, the inserters of 2 helix ti 6.5mm anchors broke during attempted deployment. On one of these, the plastic on the handle broke apart while the surgeon was malleting on it, and consequently some plastic debris fell into the pt's joint space. The surgeon used tweezers to remove the debris from the body, however, they could not articulate if all of the debris was able to be removed. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.